Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited intermittent high out-of-range pace impedance measurements via the remote monitoring system. Boston scientific technical services (ts) reviewed stored patient data and found evidence of electromagnetic interference (emi) on some of the stored electrograms (egms) and explained possible causes of the out-of-range measurements. This patient will continue to be monitored remotely. No adverse patient effects were reported. This system remains in service.

Event description:
Additional information was received indicating high out-of-range impedance measurements continue to be observed intermittently. A save to disk was performed and reviewed by engineering who noted device function appeared normal with no explanation for the high measurements. The physician suspected a possible lead issue but did not elaborate and chose to continue monitoring the patient as there has been no impact to therapy or the patient. This system remains in service.

Event description:
Boston scientific received information that the above-referenced pacemaker and right ventricular (rv) lead exhibited intermittent high, out-of-range pace impedance measurements beginning a few weeks after the implant procedure. Ventricular loss of capture was also periodically noted. Attempts were made to reproduce the high impedance measurements during in-clinic testing; however, no abnormal measurements or noise were observed during this testing. The ambulatory high impedance measurements and loss of capture continued sporadically over time, and as a result, the decision was made to replace both the pacemaker and the rv lead. The explanted products were returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual examination noted that the helix was extended and dried blood was present around the helix. Resistance testing confirmed that the lead was not electrically continuous. An x-ray of the lead revealed an inner conductor coil break at the distal end of the terminal pin, as well as compression of the coils near the break. This pattern of damage is consistent with a break occurring during an attempt to extend the helix. High-powered microscopic analysis of the inner conductor coil break revealed evidence of continued physical contact between the proximal and distal ends of the broken inner coil, as well as areas of electrolytic pitting near the fracture surfaces of the inner conductor coil, consistent with an applied pacing current across a high impedance or intermittent contact. The reported clinical observations, laboratory analysis of the device and lead, and review of the device¿s daily lead impedance measurements over time indicate that the broken lead segments consistently remained in contact following the implant procedure, except during the periods when high impedance measurements were observed (when the broken segments temporarily separated).

Manufacturer narrative:
This follow-up 004 report was not submitted previously. As per request by the FDA on january 31, 2024, follow-up 004 has been resubmitted in an effort to release follow-up 005 from hold status.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited intermittent high out-of-range pace impedance measurements via the remote monitoring system. Boston scientific technical services (ts) reviewed stored patient data and found evidence of electromagnetic interference (emi) on some of the stored electrograms (egms) and explained possible causes of the out-of-range measurements. This patient will continue to be monitored remotely. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Additional information was later received following review of several remote interrogations. Ts noted what appeared to be several instances of loss of capture (loc) despite backup pacing during rv auto threshold tests. Based on this and earlier findings, the physician elected to revise the lead though no procedure date has been scheduled as of yet. This system remains in service at this time.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information was received indicating no improvement was seen in rv pace impedance measurements as time progressed. The physician elected to carry out the previously discussed revision procedure due to ongoing loc and patient symptoms related to bradycardia. The device and rv lead were explanted and replaced. No additional adverse patient effects were reported.